Manufacturer narrative:
The implant was found to be damaged at the office check in. The implant had broke through the sterile packaging inside the box. The implant does not appear to be damaged, but it is not sterile. Examination of the returned device and packaging confirms the reported packaging damage. The damage found on the outer boxing suggests the device was mishandled in distribution/shipping. The carton is crushed and there is heavy damage that appears to be from water. The root cause is improper handling in distribution at an unknown time. Corrective action is not found necessary. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant was found to be damaged at the office check in. The implant had broke through the sterile packaging inside the box. The implant does not appear to be damaged, but it is not sterile.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.